Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for procedure, after the lead insertion, the stylet was removed and was curved to advance up to the posteroanterior region. But the stylet stopped in middle way. The stylet was replaced with straight one, but the new stylet also stopped at same location. Saline flush was performed to remove if any blood clot. But the issue did not resolve. Physician suspected lead issue and elected to not use the lead. The lead was replaced without any complications. The patient did not experience any adverse consequences.